Manufacturer narrative:
Investigation results pending at this time, a follow-up report will be submitted once investigation has been completed by the supplier.

Event description:
Reportedly the enduser was cooking and when she sat down on the rollator, the frame broke on the left side at rear wheel. It was reported that she was not injured.

Manufacturer narrative:
Based on the supplier¿s investigation, the device history record review did not indicate any exception that could lead to the reported incident. The supplier reviewed the device master record and there are no changes in design or in materials. A sample was not returned for investigation, photos of the sample were provided. According to the photos, the left rear frame was broken near the seat. The supplier is unable to determine the root cause from the photos. Without the device sample the root cause could not be determined. There is no additional action at this time, but the supplier will continue to monitor the trend of this type of incident.